Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy.there was no alleged device malfunction contributing to the irritation. The patient¿s provider suggested anti-itch cream for the skin irritation.outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.